Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The material is expired now; however it was not expired at the time of the event.

Event description:
It was reported that the infusion set was leaking at the headset, which resulted in elevated blood glucose levels. The user reported that the leakage occurred with 10 infusion sets from the same lot/box.